Event description:
Customer reported that on (B)(6) 2012 at around 10 am (exact date and time unknown) she received a reading of 5.2 mmol/l (94 mg/dl) on her adc meter that was higher that she felt. It was further reported that customer had experienced a loss of consciousness. Customer noted that she "did not feel low, but partner had thought she was going low as (customer) was sweating, then she passed out". Customer was treated by her partner with glucagon injection and lucozade and "did not come around until 14:00 hours". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the meter's manufacture date is unknown, the manufacture date entered is the date when abbott diabetes care became aware of this medical event. Customer stated that she has 8 adc meters and is unsure about which meter the reading of 5.2 mmol/l was taken on.